Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and red particles in the surface of the shell . A microscopic analysis was performed which identify a broken striated in the shell and opening striated in the posterior side. Based on the device analysis the final assessment is: more than striated opening in the anterior/posterior side assessed as surgical damage. A striated broken in the radius side assessed as surgical damage.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.